Manufacturer narrative:
This follow-up report is being filed to relay corrected information in the event description.

Event description:
It was reported that patient underwent an orthopedic salvage knee arthroplasty on (B)(6) 2008. Subsequently, revision procedures were performed on (B)(6) 2013, (B)(6) 2014, and (B)(6) 2014 due to unknown reasons. A further revision procedure was performed on (B)(6) 2014 after radiographs revealed a fractured yoke. A final revision procedure was performed on (B)(6) 2014 after radiographs revealed dislocation. During the procedure, one of the polyethylene bushings was removed and replaced.

Event description:
It was reported that the patient underwent orthopedic salvage knee arthroplasty on (B)(6) 2008. Subsequently, the patient underwent revision procedures on (B)(6) 2013, (B)(6) 2014 all due to unknown reasons. Three bearings and one tibial bushing were removed and replaced during the revision on (B)(6) 2014. Subsequent radiographs revealed a possible failure of the oss yoke implanted during the (B)(6) 2014. No further information is available.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings: ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is number 3 of 5 mdrs filed for the same event (reference 1825034-2014- 07701 & 1825034-2015- 01624 & 01626 / 01627 & 01629).